Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included contraception (birth control) in 2008, multigravida, parity 3 (((B)(6) 1994, (B)(6) 1998, (B)(6) 2007)), pre-eclampsia (first pregnancy), hypothyroidism (first pregnancy), blood pressure high (third pregnancy), migraine (treatment-butalbital) in 2008, tension headaches (treatment-butalbital) in 2008, hypothyroidism (treatment-naturethroid) in 2007, hashimoto's disease (treatment-naturethroid) in 2007, insomnia (treatment-ambien) in 2008 and blood pressure high (treatment-benicar) in 2003. Previously administered products included for birth control: mirena iud from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: nuvaring from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included amitriptyline hydrochloride (amitrip) since 2016, amitriptyline since 2016, butalbital since 2013, hydrochlorothiazide since 2017, olmesartan since 2017, spironolactone since 2014, thyroid since 2014 and zolpidem since 2010. In 2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), nausea ("nausea"), weight increased ("weight gain"), irritable bowel syndrome ("ibs"), functional gastrointestinal disorder ("leaky gut"), helicobacter gastritis ("h-pylori"), gastrointestinal bacterial overgrowth ("sibo"), flushing ("flushing"), tinnitus ("ringing in ears"), abdominal distension ("bloating"), chronic sinusitis ("chronic sinus infection"), facial paralysis ("bells palsy"), herpes zoster ("shingles"), alopecia ("hair loss") and allergy to metals ("nickel allergy / severe allergic reaction to white gold and other metals (except sterling silver)") with rash. On an unknown date, the patient experienced urinary tract infection ("increased utis"), fungal infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful sexual intercourse"), blood oestrogen abnormal ("estrogen dominance"), migraine ("migraines"), headache ("headaches") and procedural pain ("surgical pain"). The patient was treated with zolpidem tartrate (ambien), olmesartan medoxomil (benicar), surgery (underwent hysterectomy & bilateral salpingectomy to remove essure device.) And surgery (on (B)(6) 2009, underwent novasure ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, urinary tract infection, fungal infection, fatigue, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, functional gastrointestinal disorder, helicobacter gastritis, gastrointestinal bacterial overgrowth, abdominal pain, flushing, tinnitus, abdominal distension, chronic sinusitis, facial paralysis, herpes zoster, alopecia, abdominal pain lower, dyspareunia, blood oestrogen abnormal, migraine, headache, allergy to metals and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood oestrogen abnormal, chronic sinusitis, dyspareunia, facial paralysis, fatigue, flushing, functional gastrointestinal disorder, fungal infection, gastrointestinal bacterial overgrowth, genital haemorrhage, headache, helicobacter gastritis, herpes zoster, irritable bowel syndrome, migraine, nausea, pelvic pain, procedural pain, tinnitus, urinary tract infection and weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2009,essure confirmation test was done, contrast dye and x-ray of uterus,(on approx. (B)(6) 2009, satisfactory placement and occlusion of right and left essure coils.) Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical record received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant diseases, laboratory data, concomitant drug were added. Updated suspect drug indication, start date, stop date and lot number. Events pelvic pain, abnormal bleeding, increased utis, yeast infections, severe fatigue, nausea, weight gain, ibs, leaky gut, h-pylori, sibo, severe and persistent abdominal pain, weight gain, flushing, ringing in ears, bloating, chronic sinus infection, bells palsy, shingles, hair loss, cramping, painful sexual intercourse, estrogen dominance, migraines, headaches, nickel allergy / severe allergic reaction to white gold and rashes on stomach and surgical pain were added from pfs and updated event. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / lower pelvic area') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (birth control) in 2008, migraine (treatment-butalbital) in 2008, tension headaches (treatment-butalbital) in 2008, insomnia (treatment-ambien) in 2008, hypothyroidism (treatment-nature thyroid) in 2007, hashimoto's disease (treatment-nature thyroid) in 2007, blood pressure high (treatment-benicar) in 2003, multigravida, parity 3 (((B)(6) 1994, (B)(6) 1998, (B)(6) 2007)), pre-eclampsia (first pregnancy), hypothyroidism (first pregnancy), blood pressure high (third pregnancy), ovarian cyst and umbilical hernia. On (B)(6) t2009,essure confirmation test was done, contrast dye and x-ray of uterus,(on approx. (B)(6) 2009, satisfactory placement and occlusion of right and left essure coils.). Previously administered products included for birth control: mirena iud from july 2008 to march 2009; for an unreported indication: nuvaring from 2004 to 2006. Concurrent conditions included obesity and foreign body trauma. Concomitant products included amitriptyline hydrochloride (amitrip) since 2016, amitriptyline since 2016, butalbital since 2013, butalbital;caffeine;paracetamol (fioricet) since 2013, hydrochlorothiazide since 2017, olmesartan since 2017, spironolactone since 2014, thyroid since 2014, valaciclovir hydrochloride (valtrex) from december 2009 to july 2010 and zolpidem since 2010. In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: increased utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and fatigue ("severe fatigue"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), functional gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"), helicobacter gastritis ("gastrointestinal or digestive system condition type: h-pylori"), gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo"), abdominal pain ("severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced chronic sinusitis ("chronic sinus infection"). In (B)(6) 2009, the patient experienced facial paralysis ("neurological conditions or problems- types: bells palsy"). In (B)(6) 2010, the patient experienced flushing ("flushing") and allergy to metals ("nickel allergy / severe allergic reaction to white gold and other metals (except sterling silver)") with rash. In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced tinnitus ("ringing in ears"), abdominal distension ("bloating"), herpes zoster ("shingles"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have blood oestrogen abnormal (" hormonal changes describe: estrogen dominance") and experienced procedural pain ("surgical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding"), female sexual dysfunction ("apareunia "), muscle spasms ("muscle spasm") with procedural pain, vulvovaginal pain ("vaginal pain") and pain in extremity ("leg pain/feet pain"). The patient was treated with olmesartan medoxomil (benicar), zolpidem tartrate (ambien) and surgery (on (B)(6) 2009,underwent novasure ablation and underwent hysterectomy & bilateral salpingectomy to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, nausea, weight increased, abdominal pain, abdominal distension, alopecia, abdominal pain lower, dyspareunia, migraine, uterine haemorrhage and female sexual dysfunction had resolved and the genital haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, irritable bowel syndrome, functional gastrointestinal disorder, helicobacter gastritis, gastrointestinal bacterial overgrowth, flushing, tinnitus, chronic sinusitis, facial paralysis, herpes zoster, blood oestrogen abnormal, headache, allergy to metals, procedural pain, vaginal haemorrhage, menorrhagia, muscle spasms, vulvovaginal pain and pain in extremity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood oestrogen abnormal, chronic sinusitis, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, flushing, functional gastrointestinal disorder, gastrointestinal bacterial overgrowth, genital haemorrhage, headache, helicobacter gastritis, herpes zoster, irritable bowel syndrome, menorrhagia, migraine, muscle spasms, nausea, pain in extremity, pelvic pain, procedural pain, tinnitus, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Event post procedural pain, muscle spasm, vaginal pain and leg/feet pain was added. Outcome of the event bloating was updated to recovered from unknown and reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / lower pelvic area") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (birth control) in 2008, multigravida, parity 3 (((B)(6) 1994, (B)(6) 1998, (B)(6) 2007)), pre-eclampsia (first pregnancy), hypothyroidism (first pregnancy), blood pressure high (third pregnancy), migraine (treatment-butalbital) in 2008, tension headaches (treatment-butalbital) in 2008, hypothyroidism (treatment-naturethroid) in 2007, hashimoto's disease (treatment-naturethroid) in 2007, insomnia (treatment-ambien) in 2008, blood pressure high (treatment-benicar) in 2003, ovarian cyst and umbilical hernia. *on (B)(6) 2009,essure confirmation test was done, contrast dye and x-ray of uterus,(on approx. (B)(6) 2009, satisfactory placement and occlusion of right and left essure coils.). Previously administered products included for birth control: mirena iud from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: nuvaring from 2004 to 2006. Concurrent conditions included obesity and foreign body trauma. Concomitant products included amitriptyline hydrochloride (amitrip) since 2016, amitriptyline since 2016, butalbital since 2013, butalbital;caffeine;paracetamol (fioricet) since 2013, hydrochlorothiazide since 2017, olmesartan since 2017, spironolactone since 2014, thyroid since 2014, valaciclovir hydrochloride (valtrex) from (B)(6) 2009 to (B)(6) 2010 and zolpidem since 2010. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: increased utis"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast infections") and fatigue ("severe fatigue"). In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain lower ("cramping"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), functional gastrointestinal disorder ("gastrointestinal or digestive system condition type: leaky gut"), helicobacter gastritis ("gastrointestinal or digestive system condition type: h-pylori"), gastrointestinal bacterial overgrowth ("gastrointestinal or digestive system condition type: sibo"), abdominal pain ("severe and persistent abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced chronic sinusitis ("chronic sinus infection"). In (B)(6) 2009, the patient experienced facial paralysis ("neurological conditions or problems- types: bells palsy"). In (B)(6) 2010, the patient experienced flushing ("flushing") and allergy to metals ("nickel allergy / severe allergic reaction to white gold and other metals (except sterling silver)") with rash. In 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain") and experienced tinnitus ("ringing in ears"), abdominal distension ("bloating"), herpes zoster ("shingles"), alopecia ("hair loss"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient was found to have blood oestrogen abnormal (" hormonal changes describe: estrogen dominance") and experienced procedural pain ("surgical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal uterine bleeding") and female sexual dysfunction ("apareunia "). The patient was treated with olmesartan medoxomil (benicar), zolpidem tartrate (ambien) and surgery (on (B)(6) 2009,underwent novasure ablation and underwent hysterectomy & bilateral salpingectomy to remove essure device.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, fatigue, nausea, weight increased, abdominal pain, alopecia, abdominal pain lower, dyspareunia, migraine, uterine haemorrhage and female sexual dysfunction had resolved and the genital haemorrhage, urinary tract infection, vulvovaginal mycotic infection, dysmenorrhoea, irritable bowel syndrome, functional gastrointestinal disorder, helicobacter gastritis, gastrointestinal bacterial overgrowth, flushing, tinnitus, abdominal distension, chronic sinusitis, facial paralysis, herpes zoster, blood oestrogen abnormal, headache, allergy to metals, procedural pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood oestrogen abnormal, chronic sinusitis, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, female sexual dysfunction, flushing, functional gastrointestinal disorder, gastrointestinal bacterial overgrowth, genital haemorrhage, headache, helicobacter gastritis, herpes zoster, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain, procedural pain, tinnitus, urinary tract infection, uterine haemorrhage, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dysmenorrhea, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), abnormal uterine bleeding, apareunia. Outcome of event abdominal pain, abdominal pain lower, dyspareunia, nausea, migraine, alopecia, weight increased were updated. Concomitant drug, medical history, reporter information, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 623213) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included contraception (birth control) in 2008, multigravida, parity 3 (((B)(6)1994, (B)(6)1998, (B)(6)2007)), pre-eclampsia (first pregnancy), hypothyroidism (first pregnancy), blood pressure high (third pregnancy), migraine (treatment-butalbital) in 2008, tension headaches (treatment-butalbital) in 2008, hypothyroidism (treatment-naturethroid) in 2007, hashimoto's disease (treatment-naturethroid) in 2007, insomnia (treatment-ambien) in 2008 and blood pressure high (treatment-benicar) in 2003. *on (B)(6) 2009,essure confirmation test was done, contrast dye and x-ray of uterus,(on approx. (B)(6)2009, satisfactory placement and occlusion of right and left essure coils.). Previously administered products included for birth control: mirena iud from (B)(6) 2008 to (B)(6) 2009; for an unreported indication: nuvaring from (B)(6) to (B)(6). Concurrent conditions included obesity. Concomitant products included amitriptyline hydrochloride (amitrip) since 2016, amitriptyline since 2016, butalbital since 2013, hydrochlorothiazide since 2017, olmesartan since 2017, spironolactone since 2014, thyroid since 2014 and zolpidem since 2010. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). In 2009, the patient experienced abdominal pain ("severe and persistent abdominal pain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("severe fatigue"), nausea ("nausea"), irritable bowel syndrome ("ibs"), functional gastrointestinal disorder ("leaky gut"), helicobacter gastritis ("h-pylori"), gastrointestinal bacterial overgrowth ("sibo"), flushing ("flushing"), tinnitus ("ringing in ears"), abdominal distension ("bloating"), chronic sinusitis ("chronic sinus infection"), facial paralysis ("bells palsy"), herpes zoster ("shingles"), alopecia ("hair loss") and allergy to metals ("nickel allergy / severe allergic reaction to white gold and other metals (except sterling silver)") with rash and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced urinary tract infection ("increased utis"), vulvovaginal mycotic infection ("yeast infections"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("painful sexual intercourse"), migraine ("migraines"), headache ("headaches") and procedural pain ("surgical pain") and was found to have blood oestrogen abnormal ("estrogen dominance"). The patient was treated with olmesartan medoxomil (benicar), zolpidem tartrate (ambien) and surgery (on (B)(6)2009,underwent novasure ablation and underwent hysterectomy & bilateral salpingectomy to remove essure device.). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, urinary tract infection, vulvovaginal mycotic infection, fatigue, nausea, dysmenorrhoea, weight increased, irritable bowel syndrome, functional gastrointestinal disorder, helicobacter gastritis, gastrointestinal bacterial overgrowth, abdominal pain, flushing, tinnitus, abdominal distension, chronic sinusitis, facial paralysis, herpes zoster, alopecia, abdominal pain lower, dyspareunia, blood oestrogen abnormal, migraine, headache, allergy to metals and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, blood oestrogen abnormal, chronic sinusitis, dysmenorrhoea, dyspareunia, facial paralysis, fatigue, flushing, functional gastrointestinal disorder, gastrointestinal bacterial overgrowth, genital haemorrhage, headache, helicobacter gastritis, herpes zoster, irritable bowel syndrome, migraine, nausea, pelvic pain, procedural pain, tinnitus, urinary tract infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc (product technical complaint). Event yeast infection updated to vaginal yeast infection. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.